Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.

Event description:
It was initially reported that during a rectal mucosal prolapse procedure, the firing handle could not be grasped completely and the device could not be fired. The doctor commented that he had used the device as usual and felt no difficulties at the firing. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info received on 2/3/2010. On (B) (6) 2010 (operation date): the doctor could not cut the washer completely and he felt difficulties at the firing. After the firing, he noticed that the tissue (12 to 3 o'clock) was not cut. Add'l suture was performed by hand and complete the case. The pt left the hospital. On (B) (6 )2010: the pt visited the hospital for pain in the groin. The doctor doubted the anesthesia. On (B) (6) 2010: the pt was transported by ambulance to the hospital. On (B) (6) 2010: CT scan was performed and the doctor confirmed that the anastomosis site was lacerated. As the pt was low pressure at the time, the doctor could not perform the reoperation. On (B) (6) 2010: the pt was death.